Event description:
Pt called monday 8-9 to report that friday 8-6 her tpn tubing leaked at the filter. She did not have anything to clamp the tubing with, so entire bag leaked and was wasted. Pt also reported that this happened approximately 3-4 weeks prior and a tpn bag was wasted.